Event description:
Customer reported via phone call, the insulin pump had alarmed button error. She was playing tennis and it stared to alarm during the match. Customer's friend was able to clear the alarm. After the match customer checked her blood glucose and it was high, 419 mg/dl. She attempted to bolus but the device froze, the buttons wouldn't respond when pressed. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had alarmed button error and had no button response due to corroded keypad traces. No frozen or audio/beeps anomaly noted during testing. Rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests were not performed due to no button response on the device. The device had minor scratches on the display window, cracked reservoir tube lip, cracked reservoir tube window corners, and cracked battery tube threads.